Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported a microscopic split/hole on internal portion of the line- at approx. 7.5cm. Discovered after use. No harm reported as patient had finished treatment, wanted to keep line in for surgery but has good venous access for surgery so chosen not to resite line. Can re-insert PICC if having adjuvant treatment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported a microscopic split/hole on internal portion of the line- at approx. 7.5cm. Discovered after use. No harm reported as patient had finished treatment, wanted to keep line in for surgery but has good venous access for surgery so chosen not to resite line. Can re-insert PICC if having adjuvant treatment. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was placed (B)(6) 2024, removed (B)(6) 2024. Inserted to brachial vein, exit marking 6cm, secured with 4fr securacath at 4-6cm marking, total length 50cm. PICC used for oncology treatment (typesnone). There were no interventions for occlusions. Internal leakage identified at the 7.5cm marking. PICC had been in use 41 days. There are no xray images for this event. Catheter site was cleaned with chloraprep (3 ml 2% chg in 70% ipa). Additional comments: patient finished treatment went for CT for disease staging, unable to use for CT as leaking at exit site on flushing catheter to vein ratio 11%. Onco vat only.

Event description:
It was reported a microscopic split/hole on internal portion of the line- at approx. 7.5cm. Discovered after use. No harm reported as patient had finished treatment, wanted to keep line in for surgery but has good venous access for surgery so chosen not to resite line. Can re-insert PICC if having adjuvant treatment. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was placed (B)(6) 2024, removed (B)(6) 2024. Inserted to brachial vein, exit marking 6cm, secured with 4fr securacath at 4-6cm marking, total length 50cm. PICC used for oncology treatment (typesnone). There were no interventions for occlusions. Internal leakage identified at the 7.5cm marking. PICC had been in use 41 days. There are no xray images for this event. Catheter site was cleaned with chloraprep (3 ml 2% chg in 70% ipa). Additional comments: patient finished treatment went for CT for disease staging, unable to use for CT as leaking at exit site on flushing catheter to vein ratio 11%. Onco vat only

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter split was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The returned unit was functionally tested by flushing the catheter with water using a 12ml luer lok syringe. During testing, a leak was observed between the 7 cm and 8 cm depth markers. Microscopic inspection of the leak site found that a longitudinally aligned tear was present. The tear had sharp and well defined fracture edges, and the fracture surface was granular. The cross-section at the fracture site had an elliptical shape, suggesting that repeated kinking at the location may have occurred. Extending from the tear in both directions was a linear depression in the catheter tubing. The linear depression observed on the exterior did not appear to extend further into the wall of the catheter. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. Based on the available evidence, it was not possible to conclusively determine the root cause. This complaint will be recorded for future trending and monitoring purposes.